Manufacturer narrative:
H10: the actual device was received for evaluation. The simulated test was performed and no visual anomaly was detected, no leak, no air intake was detected during the priming test. During the final self-test, no alarm was activated, no leak and no crack was detected on the three pod membranes and connections. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed from the top of one unit of prismaflex m100 set during priming. There was no patient involvement. No additional information is available.